Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the first device on the second firing locked on tissue. The surgeon pulled the handle apart then the device opened off the cystic duct. There was no tissue damage. The second device did not make a good clip; they were pear shaped. A third device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Antibackup failure (device a) and indicator wheel failure (device b). Device (a) was received in good visual condition. In an attempt to replicate the event reported, the device was tested for functionality. Upon testing, due to the non-functional -antibackup feature, two unformed clips were fed. The remaining clip was conforming according to manufacturing specifications. The clip was evaluated with the funnel gage and it was conforming according to manufacturing specifications. Possible causes for the antibackup failure may be attempting to squeeze the device trigger when it has not fully returned or stopping the firing sequence and pulling the trigger open. No opening issues were noted during testing. Device (b) was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The clips were evaluated with the funnel gage and they were conforming according to manufacturing specifications. The device locked out as intended, but the orange indicator was visible at 14th firing sequence thus, it was not completely visible. This finding is not related with the event reported. A batch record review was performed and no anomalies were found during the manufacturing process.